Event description:
Reporter indicated that vns pt has experienced an increase in shortness of breath with exertion over the past seven months and that pt recently experienced a fainting episode preceded by shortness of breath with activity dizziness and lightheadedness. The pt was walking to a bus stop, which was up an incline. When he reached the top of the incline, pt was winded and felt lighteadged. The next thing pt remembered was bieng in the back of an ambulance and having an EKG. The pt was taken to the hosp e.r. And diagnosed as having had a seizure episode, though the pt adamantly deries that the event was seizure-related. The pt expressed concern about their vns settings and the possibility that their lead may be constricted becaused pt feels tautness in the left pectoral area. The pt reportely planned to follow-up with their internist. During a follow-up telephone call to the pt from device MFR, the pt experienced a similar episode, during which pt stopped talking in mid-sentence, began to gasp for air and dropped the telephone. The pt continued to gasp for air for approximately 30 seconds. Afterward, the pt seemed to be experiencing severe postictal confusion. The event was immediately reported to the pt's neurologist who agreed to follow-up. MFR rep then hung MFR back. When the sequence of evnets was explained to the pt, pt denied having had a seizure and did not recall any of it. The pt reported that this type of episode had never happened before and that pt would follow-up with their neurologist. While undergoing an eeg the following day, the pt experienced another similar episode. Before the tracing began and while the electrodes were being applied, the pt had a spell lasting approximately 30 seconds of total loss of consciousness without any convulsive movements and with a postictal period of confusion lasting 3 to 5 minutes. Treating neurologist has repeatedly referred the ot for chest x-ray and cardiac work-up, but the pt has yet to schedule those appointments.